Event description:
The customer reported the ventilator shut down and restarted while on a patient. The ventilator was on a patient when the ventilator shut down. The staff was at the patient's bedside as the ventilator shutdown, so the patient's mask was removed immediately and placed onto another ventilator. No patient harm was reported. The remote service engineer (rse) asked the customer if the logs showed any error codes. The customer confirmed it showed an error that is consistent with a restart and means the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupt information, unanticipated situations, or object allocation errors. Advised the customer to reload software and perform tests to verify unit is fully operational. If an error occurs again, the rse advised the customer to replace the central processing unit. Customer states they reloaded software 2.3 and then ran the unit for a few days. No further errors were observed, and the unit was returned for patient use.